Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not adjust stimulation. Reviewing applicable battery considerations solved this issue. It was also reported that the pt lost therapeutic effect after going into the hospital for surgery on her hand. The implantable neurostimulator (ins) was turned off at the time, and it was suspected that it had been turned off for a while. Additional info has been requested, but was not available as of the date of this report.